Event description:
Caller reported that no drops occurred during the fill tubing process. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.